Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic during follow up, post-paced oversensing was observed. A single instance of noise was also observed. The patiend did not receive therapy. The device was reprogrammed and remains implanted.